Event description:
The customer's completed data run sheets were received for evaluation. It was identified during the review of the run sheets that the customer should be contacted to clarify and go over the data in the sheets. Multiple attempts were made to contact the customer. Based on the information originally provided from the customer and incomplete follow-up from the customer to our inquiries, it is not possible to determine a root cause for this yield complaint.

Event description:
It was reported that the device was explanted after an implant duration of approximately 59.2 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area and the free margins of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. A gap is noted at the coaptation region. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 4mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3mm. Host tissue is moderate at the stent inflow and the stent outflow. The x-ray demonstrates calcification. In (B) (6) 2010 (through follow-up with the health-care provider), a response was received along with the operative and pathology report. It was learned that the device was explanted due to aortic stenosis. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. The device has been received and evaluated.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.